Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2020 by orthopedics, titled ¿osseous integration of the central peg of an all-polyethylene glenoid with 3 different surgical techniques¿. The study reviewed one hundred nineteen (119) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and univers vaultlock (arthrex) to address unreported indications. During the twelve (12) month follow-up period, three (3) patients experienced subscapularis failure requiring revision. Source: denard, patrick j., et al. "Osseous integration of the central peg of an all-polyethylene glenoid with 3 different surgical techniques." Orthopedics 43.5 (2020): 278-283.